Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip embolization, migration and recurrent mitral regurgitation. On (B)(6) 2022, a patient presented with grade 4 primary mitral regurgitation (mr). A mitraclip was implanted on both leaflets, and the device functioned as intended. There were no issues and the results were satisfactory. Mr was reduced to grade 2. On (B)(6) 2023, the patient was imaged, unrelated to the mitraclip procedure. During imaging it was observed that clip had embolized and migrated to the iliac artery. Mr was recurrent at grade 4. The patient is in good condition and asymptomatic. The mitraclip will be kept as is, and will not be extracted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip expulsion. The reported embolism and recurrent mitral regurgitation (mr) were due to the clip expulsion. The foreign body in patient was a cascading effect of the embolism. Embolism and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling. In addition, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that ¿one (1) fluoroscopic still image (x-ray) was provided of the patient's pelvic region. In the image, the reported clip can be visualized and easily identified located in the patient's pelvis (iliac) which aligns with the reported incident details that the clip detached from both leaflets at an unknown time post procedure and embolized in the iliac artery. In the x-ray, the clip arm angle appears to be ~10° - 20° and does not present with significant clip arm opening (> 60°) typically observed with cowl events. The clip appears to be in a fully closed position per the IFU. It should be noted that this is an arm angle estimate based on visual assessment with the naked eye and is not confirmed. No procedural cine of the reported clip was provided. There are no additional observations based on the x-ray image.¿b3: event date corrected h6: medical device code 4003 removed.